Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had indicated that 114 ml had been delivered, but upon return, approximately 16 ml of 5-fu had remained in the cassette. It was considered possible that the cassette had been overfilled, although 16 ml was more than expected. The 5-fu had been loaded into a 250 ml cassette. The patient had reported that no alarms had been triggered during the infusion. The continuous infusion had been delivered at 2.5 ml per hour with a total reservoir volume of 114 ml, of which 98 ml had been administered, while the air detector and upstream sensor had remained off throughout the 46-hour infusion, with the pump set at lock level 2, the pump having been used to prime the extension tubing, and the patient not having been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated pump and cassette complaint documented on (B)(4). .